Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient was in the emergency room stating that the pump was not working. No symptoms were reported. No further complications have been reported as a result of this event.